Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation found due to a crack on adhesive around the light guide lens, illumination is uneven. Additional findings include; the objective lens chipped and light guide lens is cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, gloriole on the video scope . The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water and jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor the specific root cause of why the foreign material remained in the device. However, it is possible, that the foreign material may not have been removed, because reprocessing could not be conducted properly, due to the leakage from the scope cover packing. The suggested event can be detected and prevented, by handling the device in accordance with the instructions for use (IFU): states, the detection method in gif/cf/pcf-190 series, operation manual chapter 3 preparation and inspection. States, the preventative measures in gif/cf/pcf-190 series, reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found, during reprocessing of the subject device.